Event description:
It was reported that the customer experienced an issue with a cartridge alarm 20, which led to a visit to the emergency room and subsequent hospitalization in the ICU due to high blood glucose levels, reaching 475 mg/dl with large ketones on (B)(6) 2025. Customer bolused via the pump, and technical support completed a pump system check. The customer received treatment with IV saline and insulin, which resolved the issue, and the customer was scheduled to be released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage.